Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "concern with the product" and capsular contracture, baker grade unknown. Patient also reported" "hashimoto's disease," "bii," "brain surgery and nasal surgery," and "having blood issues"; these are not device related. Device remains implanted.